Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed the patient¿s pacemaker was in backup vvi mode. The pacemaker was reprogrammed to normal setting. The patient had no consequences.